Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a dark irritation with rough edges beginning to form a blister. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to use gauze over the area for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.